Event description:
It was reported that loss of capture, increase in capture threshold, and a decrease in r-waves were observed. The lead was capped and replaced. The patient condition was stable after the event.

Manufacturer narrative:
.